Manufacturer narrative:
It was reported that the cover of the stent was damaged. Based on the attached photo, it was confirmed that there are some holes in the placed stent with blood entering the inside of the stent. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. Based on holes in the placed stent in the attached photo, there is a possibility the holes occurred during removal of the delivery system as the tip got caught in the stent or during the deployment process. However, it is hard to identify the exact root cause since the device was not returned and it is hard to reconstruct the situation at the time of procedure. Taewoong's user manual of this device states the following. "After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. (Position the inner sheath to its original position into the outer sheath before removal)" and "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent cover breakdown". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
As you can see in the pictures, the cover is damaged.